Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 280 mg/dl, treated with manual injection. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.